Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the therapy pcb, proper device operation was observed through functional and performance testing. The device was returned to the customer for service.

Event description:
The customer contacted stryker to report that there was an event code is logged in the memory of their device. This event code indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient involvement reported with the event.